Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned in a micro centrifuge vial with some moisture on the lens. Visual inspection found no visible damage. (B)(4).

Manufacturer narrative:
The product is manufactured in the u.s. But not marketed in the u.s. (B)(4) there was a capsular tear for the icl lens that was explanted. The secondary surgery which was a phaco-emulsification (cateract surgery) and iol implantation happened due to the patient having cataract. (B)(4) lens not returned.

Event description:
The reporter stated the surgeon implanted a 13.2mm vicmo 13.2, -12.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2016. The reporter stated capsular tear and lens opacity (anterior subcapsular opacity) was observed on (B)(6) 2016. The lens was explanted on the same day. Phaco-emulsification (cataract surgery) was performed and an iol was implanted.